Event description:
It was reported that the physician was attempting to treat a target lesion in the rca that exhibited stenosis, calcification and tortuousity. During the surgery, the 2.75mm diameter x 24mm length endeavor resolute (rx) drug eluting stent could not pass the target lesion. The physician changed to a new device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 4th to 7th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4).